Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: myomectomy. Detailed description of event: product malfunction. When deploying the bag, the metal fingers that open the bag did not open correctly (slipped off metal fingers) and the bag did not open correctly, and no specimen could be inserted. Another one had to be used. Patient status: no patient injury. Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the metal supports, which confirmed the complainant¿s experience. Based on the event description, it is likely that retraction prior to full actuation caused the bag to fall off the supports. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Name of procedure being performed: myomectomy. Detailed description of event: product malfunction. When deploying the bag, the metal fingers that open the bag did not open correctly (slipped off metal fingers) and the bag did not open correctly, and no specimen could be inserted. Another one had to be used. Patient status: no patient injury. Type of intervention: change of device.